Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, her vision is foggy, she has had laser surgery for posterior capsule opacification (pco) in her right eye. Following the laser treatment, her vision cleared for one day and then the fogginess returned. The consumer reported she also has pco in her left eye. Additional info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis. Result from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/09/2009, 11/19/2009, and 11/24/2009 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).